Manufacturer narrative:
The reported event of fracture/high impedances was confirmed. Microscopic inspection of the returned lead revealed multiple fractured internal wires. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced a loss of therapy due to their lead being fractured. As a result, surgical intervention was taken to replace the lead.